Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint: litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip on her right side. Patient began experiencing severe pain, discomfort, and inflammation in her left thigh, buttocks, and groin. There is no mention of revision. Doi: (B)(6) 2006 - dor: unk. **(B)(4). **update**(B)(4) 2013 - pfs and medical records received. Part/lot was provided. The unknown hip has been updated to a metal liner. A femoral head has been added. (Left hip).

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2081409. A search of the complaint database finds additional reported incidents against lot code 1944576 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions. Doi: (B)(6)2006 - dor: none reported (left hip)